Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast reconstruction with a 400cc mentor memorygel breast implant (left) and an unspecified mentor gel breast implant (right) experienced left-sided rupture and bilateral capsular contracture (grade unknown) postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation. The date of implantation, date of event, and date of explanation were estimated as (B)(6) 2010, (B)(6) 2020 respectively, based on available information. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.